Manufacturer narrative:
The customer's meter and test strips have been requested for investigation. A follow up report will be submitted if the products are received.

Event description:
A customer reported a complaint of imprecise sequential readings on their precision xtra blood glucose meter. The customer obtained readings of 21, 13.2 and 2.7 mmol/l within a ten minute timeframe. When plotting each of the readings against the average on a parkes error grid, the results fall in the 'a', 'b' and 'c' zones. The 'c' zone results shows the difference to be clinically significant. There was no report of death, serious injury or mistreatment.